Manufacturer narrative:
The information received by the manufacturer has been re-evaluated for MDR reporting and it was determined that this case does not meet the threshold for reporting and is a non-reportable event. If further details are provided confirming the occurrence of a reportable event, our files will be updated accordingly and a further report submitted outlining both the event details and our investigations performed. While a blockage in the npwt system (pump/tubing/dressing) may lead to a loss of negative pressure, it will not directly cause or contribute to serious injury or death even in a clinical setting as the pico dressing can revert to managing the wound as a standard multilayer dressing. No risk to patient safety is anticipated. This event is considered not reportable pursuant to 21 cfr part 803.

Event description:
It was reported that on the second day of treatment for a foot wound with two bridged dressings placed on the top and bottom of the foot a blockage alarm was displayed. Several troubleshooting steps were performed until the issue was solved which confirmed a blockage in the soft port. The customer was advised that a replacement is needed and she mentioned that there is a type of covering (unspecified) on the patient's tendon and that may be causing the blockage. No further information is available.